Event description:
It was reported the patient gets ¿clinically overdosed¿ after each refill and experienced overdose symptoms. The pump was being used to deliver baclofen. It was further reported during the last two refills the patient had been experiencing symptoms of overdose immediately after. It was noted the last time this happened the patient was dizzy, passed out, and was admitted to the hospital for three days. It was noted the residual volumes are matching at refills. It was stated the patient had no anxiousness with needles. It was reported the pump was being used to deliver neostigmine. Additional information received reported the only drug that had been in the pump was baclofen and still remained. The patient experienced dizziness and syncope and it was noted the patient had not been seen since the last episode. The patient had these symptoms after the last two refills. The healthcare provider (hcp) planned to refill the pump with 20cc instead of 40cc at the next refill. No other diagnostics had been performed. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information: the patient had been receiving baclofen intrathecal treatment for about 3+ years and the treatment was ongoing. There were no other medications contained in the pump at the time of the event. The patient had symptoms of overdose (obtundation) after two refills. The patient had one day of overdose symptoms with each refill. At the last refill, the healthcare provider performed a 20cc refill instead of 40cc and the patient did not have any symptoms. There was no issue with the pump or catheter; the catheter was mid thoracic. The patient was stable and receiving effective therapy.